Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device broke during the first use. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update nro 06-feb-2024: further information revealed that during a knee arthroscopy the suture of the disposable applicator tore inside of the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new scorpion. It was not necessary to switch the surgical technique or do a second surgery. Update pgail 27-feb-2024 two additional needles were received with the initial reported knee scorpion. Update pgail 13-mar-2024 during the incoming inspection it was noticed that the needle is slightly bent. Further questions will be asked.

Manufacturer narrative:
The complaint allegation is confirmed. One unpacked ar-12990n batch 15144741 was received for investigation. Functional testing was not performed due to the damage to the needle. Visual evaluation: the tip of the needle was bent. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Manufacturer narrative:
The complaint allegation is confirmed. One unpacked ar-12990n batch 15144741 was received for investigation. Functional testing was not performed due to the damaged of the needled. Visual evaluation: the tip of the needled was broken off. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."